Manufacturer narrative:
Date of event estimated. Correction section b5 - verbiage corrected - device was electively explanted/replaced. There is no alleged stated deficiency or malfunction of the device. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information was received stating the 2nd lead was electively replaced due to physician decision. There is no alleged stated deficiency or malfunction of the device.

Manufacturer narrative:
Date of event estimated.

Event description:
Additional information was received stating surgical intervention took place where the leads were explanted and replaced to address the issue.

Event description:
It was reported that the patient's system diagnostics recorded high impedances on the leads. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
Date of event estimated.

Event description:
Additional information was received indicating only one of the leads displayed high impedance.